Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant the right ventricular lead had perforated the heart, causing an effusion. The lead was explanted for the time being to let the perforation heal. The patient was stable post procedure.

Manufacturer narrative:
Additional d10. Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.